Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. The cause of the battery/charger faults was a corrupt (B)(4) gas gauge chip u3. The root cause of the faulty chip appears to be random component failure. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack. The pt's battery charger was found to be fully functional.

Event description:
The son of a (B)(6) female pt contacted zoll customer support to report the pt's battery charger is showing a fault and will not charge one of the pt's batteries. The pt was issued a replacement battery pack and battery charger.